Event description:
It was reported that during a dft testing, at a device change-out, therapy was aborted due to over-current detection. Low, out of range, high voltage lead impedance was observed. The lead was explanted and replaced. Patient was fine and will continue to be monitored.

Manufacturer narrative:
Internal insulation abrasion under the svc shock coil was noted at 20.8-21.1cm from the distal tip. The etfe coating of one sensing conductor was abraded and the conductor was partially melted at this location. This is consistent with the observation from the field of low hv lead impedance.